Manufacturer narrative:
Per tandem¿s t:slim user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the bottom of the cartridge leaked after filling the cartridge. Reportedly, the cartridge had been overfilled. Blood glucose level was 318 mg/dl. A cartridge change was performed resolving the issue. Insulin therapy was resumed.